Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include but are not limited to endoleak. Further, users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2011, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, a type ii endoleak was reportedly identified originating from a right iliolumbar artery occurring via a right internal iliac artery. Reportedly, no aneurysm enlargement was noted. It was reported, that the landing zone for the original implanted contralateral leg component was short. On (B)(6) 2019, a reintervention to treat the type ii endoleak was reportedly performed. It was reported, the physician performed a coil embolization procedure of the right internal iliac artery. An additional contralateral leg component was also reportedly used to extend into the patient¿s external iliac artery. It was reported, the endoleak was resolved. No further issues were reported. The patient tolerated the procedure.